Event description:
The lay user/pt called lifescan (lfs) in 2005, regarding her one touch ultra meter being in the incorrect unit of measurement (uom). The pt did not report any symptoms or treatment. The pt stated that the meter was out of the box. It is not known whether or not the user changed the uom inadvertently. This case is being reported as the device was supposed to be non-user-changeable; so it did not function as intended.